Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.biomedcentral.com/content/pdf/s12891-015-0485-6.pdf.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one patient experienced infection and was treated with arthrodesis with a cemented nail due to massive bone loss.